Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was giving the customer false alarms. The customer was supposed to receive the alarm every 12 hours but the insulin pump alarmed every 6 to 7 hours. The customer received an auto off alarm. The customer also had issues with the battery. Customer's blood glucose level was 11.5 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.